Manufacturer narrative:
Investigation results: a visual evaluation of the returned injection gold probe noted no visible failures. An electrical load test was performed and the results were found to be within specification. Based on all gathered information and investigation results, there is no evidence of either the alleged issue or any defect which could have contributed to the event. A review of the device history record (DHR) was performed and no deviations were found. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an injection gold probe was used in an unknown location during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, after the injection gold probe was connected into the generator, the alarm would go off indicting that the device was not properly attached. Additionally, there were no loose connections noted nor issues with the electrical connector. A second injection gold probe was used to complete the case using the same generator and generator settings. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
UDI = (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an injection gold probe was used in an unknown location during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, after the injection gold probe was connected into the generator, the alarm would go off indicating that the device was not properly attached. Additionally, there were no loose connections noted nor issues with the electrical connector. A second injection gold probe was used to complete the case using the same generator and generator settings. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.